Event description:
It was reported that the insulin pump missed bolus reminder, alarmed weak battery alarm, no delivery, and customer had high blood glucose. Troubleshooting was done for weak battery alarm and high blood glucose. The no delivery alarm unable to do troubleshooting due to it was past event and the alarm was resolved by a complete set changed. Customer's blood glucose was unknown during the weak battery alarm and no delivery alarm event. Customer's blood glucose for high blood glucose was 250 mg/dl. It was found that customer does not have tubing clamp to perform high pressure test and will call back once he receives the tubing clamp to complete the troubleshooting. The customer was advised to continue to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.